Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also mentioned that the customer's insulin pump makes a grinding sound when rewinding. The insulin pump was also exposed to moisture. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.